Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator touchscreen became inoperable. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event.